Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices, performed on (B)(6) 2025. During the procedure, it was observed that once the device was ready to deploy, the bands began slipping and did not deploy correctly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.